Manufacturer narrative:
Event summary - the full lead was returned and analyzed and no anomalies were found. Analysis revealed that the distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the lead dislodged. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead, (B)(6) 2006; 5076 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary - we did receive performance data collected from the lead and have analyzed the data. Analysis of the device memory was performed and no anomalies were found.